Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and it was unknown if an autopsy was performed. The patient was hospitalized prior to death for an unrelated condition. Dianeal therapy remained ongoing prior to death via the hospital¿s homechoice device. The patient was connected to the hospital¿s homechoice device at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.